Event description:
This lead was attempted, but not implanted, on (B)(6) 2012 due to lead would not stay in prox. Vein. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).